Manufacturer narrative:
Product problem was inadvertently selected on the initial MDR.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr). The csr reportedly spoke to the surgeon, who performed the hysterectomy procedure, the surgeon indicated that no incidents occurred during the hysterectomy procedure; the procedure was completed using the da vinci si robot system. Per the information provided by the surgeon, at the end of case a blue dye was used to inspect for any possible ureter leaks, no leaks were observed. He did not observe any malfunction of the da vinci si surgical system, instrument, and/or accessories during the surgical procedure. The surgeon indicated that on (B)(6) 2012, during the patient's follow up visit, the patient had a positive lymph node. He also indicated that he did not perform the patient's ureter repair, the patient went to the intense care unit to have the ureter reconstruction; surgeon doesn't have any other details. Intuitive surgical inc. (Isi) contacted the risk management department and the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi has reviewed the system logs with a date of (B)(6) 2012, the date the reported da vinci si hysterectomy procedure was performed. Based on the review of the system logs, there is no evidence that a system error occurred during the surgical procedure.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation related to a da vinci si hysterectomy procedure performed on (B)(6) 2012: the legal complaint alleged that the patient had both of her ureters burned and cut (one totally destroyed). She is still suffering. Additionally, she became septic and had a reconstruction surgery.